Event description:
A malfunction alarm was reported with a code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and it was concluded that the customer could continue using the pump. The customer was advised to call back if any malfunction code reappears, and the caller confirmed understanding of this guidance.